Manufacturer narrative:
Patient information: no specific information was provided for the other 4 patients. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer obtained a false negative architect sars-cov-2 igg result. The following results were provided: patient 1 (B)(6) year old male, caucasian: on (B)(6) 2020 pcr positive. On (B)(6) 2020 sample ID (B)(6) generated 0.55 and 0.55 index on the architect; 6.45 on biomerieurx (vidas) igg; 1.12 on biomerieurx (vidas) 1gm; 4.016 on vircell igg. On (B)(6) 2020 new sample generated a result of 1 index on the architect. Additionally, the customer indicated 4 additional patients generated negative results on architect and positive on vidas. No further information was provided for these patients. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, scientific literature and device history records. Patient samples were not available for return. In-house testing was not performed on reagent lot 17193fn00 as this lot has expired, however only 1 other complaint has been received for this lot indicating that this lot is performing acceptably in the field. Device history record review on lot 17193fn00 did not show any potential non-conformances, or deviations. Product labeling was reviewed and found to adequately address the current issue under review. The customer obtained negative results for a number of samples when testing was performed using architect sars-cov-2 igg reagent lot 17193fn00 during a method verification study compared to positive results obtained on the vidas biomerieux igg and vircell igg assays. Additionally, no specific patient history was provided for the patients. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89% - 100.00%. A direct comparison between the architect sars-cov-2 igg assay and the vidas biomerieux igg/vircell igg assays cannot be made. The architect sars-cov-2 igg assay uses chemiluminescent microparticle immunoassay (cmia) technology whereas the vidas biomerieux igg assay uses a two-step sandwich enzyme immunoassay method with a final fluorescence detection (elfa). The architect sars-cov-2 igg detects antibodies to the nucleocapsid protein of sars-cov-2 whereas the vircell igg assay detect antibodies for both spike and nucleocapsid proteins. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Review of the manuscript bryan et al. 2020.'performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho' j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. In addition for one patient who was pcr positive the disease severity was reported as mild. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 17193fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.